Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Imdrf patient codes e2006, e2330, e1309, e1715, and e1906 capture the reportable events of mesh erosion into the bladder and vaginal wall, pain, urinary dysfunction, scarring, and infection. Imdrf impact codes f1202 and f1905 physical impairment and revision surgeries.

Event description:
Note: this manufacturer report pertains to one of the two devices implanted during the same procedure. Refer to manufacturer report number 3005099803-2023-03787 for upsylon device. It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a procedure performed on (B)(6) 2019. As reported by the patient's attorney, the patient had suffered mesh erosion into the bladder and vaginal wall, chronic pain, recurrent urinary dysfunction, infections, revision surgeries, scarring, and loss of enjoyment of life. Patient also claimed to have suffered physical pain, mental anguish, and physical impairment.